Event description:
A site representative reported that the system freezed and can only be reset by powering off. Surgeon completed surgery using the stealthstation with no impact on the patient outcome.

Manufacturer narrative:
Patient information was not available at the time of this report. The device has not been returned to the manufacturer.